Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. Additionally, the battery gauge was observed to be fluctuating when the customer attempted to charge the pump in multiple power sources. The customer's blood glucose (bg) was 130 mg/dl. Reportedly, the pump indicated that the battery was completely charged after the pump was unplugged from power. The customer declined to provide additional information regarding the issues.